Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer reported that the part of the reservoir compartment was missing on the pump. The reservoir was unable to lock in place when inserted into the pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump be returned for analysis.